Event description:
During a lap supracervical hysterectomy procedure, the instrument was making a hissing and screeching sound when an instrument error appeared on the generator. Changed out instrument and completed case. There was no reported pt consequence.